Event description:
The pt received the scs system on (B)(6) 2010. The pt reported feeling a shaking in her head. Pt stated the shaking begins right above the ear and moves down her body to her back. Pt also reported the shaking occurs regardless whether she is using the scs system. A lead replacement occurred in (B)(6) 2011, however the shaking continued. The pt is working with her neurologist and the sjm rep to determine the next course of treatment. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.